Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported loss of power issue. Through an evaluation of the electronic keylog record, the reported issue was verified to have occurred. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that during a patient event, their device was powering itself off. The customer indicated that during transport, the device appeared to lose power when the transport unit hit bumps in the road. Each time the device lost power, the customer stated they were able to restore power almost immediately. The patient did not suffer any adverse effects during the reported event.